Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Anemia is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. Based upon the information provided, the patient's admission to the hospital due to anemia is likely chronic in nature. There was no indication of any gi bleeding and the patient had already been taking erythropoietin for chronic anemia. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device remains implanted.

Event description:
A report was received stating patient had labs drawn at outside facility on (B)(6) 2016 and was noted to be anemic. He was instructed by the heart failure clinic to come the hospital on (B)(6) 2016 night for direct admission for transfusion. He has been on subcutaneous procrit every 2 weeks for chronic anemia. The patient denies melena, bright red blood per rectum, or other bleeding. The patient admits to becoming easily fatigued with regular activity. Additional information received which changes that the event was reported to be ongoing and unresolved. A report was received stating clinical study patient was admitted on (B)(6) 2016, received two units of packed cells (prbc) on (B)(6) 2016 and again on (B)(6) 2016. Patient discharged home on (B)(6) 2016. Patient was readmitted on (B)(6) 2017 with anemia, received two units of prbc on (B)(6) 2017 and one unit on (B)(6) 2017. Patient discharged home on (B)(6) 2017 with improved hemoglobin and hematocrit. Patient readmitted to the hospital on (B)(6) 2017. Patient received 2 units of prbc on (B)(6) 2017 and discharged on (B)(6) 2017. No further information was provided.